Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic nissen procedure, a suturing device was used and the needle came out of the cartridge while in the patient. During the same procedure, the needle was located by x-ray and successfully removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.